Event description:
It was reported that an ilet user experienced recurring low blood glucose following prior highs and expressed concern that insulin delivery was overcorrecting, with review indicating missed meal announcements and the user reporting limited carbohydrate intake. Symptoms included hypoglycemia with shaking/tremors, confusion/disorientation, and muscle weakness, as well as hyperglycemia signs including dry mouth, muscle cramps, and polyuria; reported glucose values ranged from 56 mg/dl to 267 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with relevance to the user interface and the need to announce meals for appropriate dosing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.